Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) assessed the system on-site and confirmed that the system was not starting properly. The customer stated that they were unable to start the single-board computer (sbc). Upon troubleshooting, fse found the issue occurred due to a database crash, and the cause of the database crash is the broken hard disk (software hd). To resolve the issue, fse replaced the sata imaging hard drive and reloaded software. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start-up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.